Event description:
It was reported that the customer stated the wound drain needle was not sharp enough to go through the skin, the doctor had to make a separate incision to drain. This had been happening to almost all of the products from that same batch; they still have 7 left. Customer asked for a replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.